Manufacturer narrative:
The fse evaluated the device on site. It was determined that the battery is exhausted, and the device cannot be operated on the battery. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed.

Event description:
It was reported to philips that the device's battery wasn't working. There was no patient involvement.